Event description:
It was reported that there was a surgery of sirus femoral nail performed in 2007, due to trochanteric fracture. The surgeon found that nail had fractured. The revision surgery performed in 2008. We have no further information about this event.